Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. The stm was able to verify f7 led on executive processor board. To address the issue the stm replaced the executive board processor; however the iabp would not boot. The stm then replaced the front end board and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the monitor of the cardiosave intra-aortic balloon pump (iabp) went blank followed by a high pitch squeal. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during use on a patient the monitor of the cardiosave intra-aortic balloon pump (iabp) went blank followed by a high pitch squeal. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.